Event description:
Resident was being lifted by mechanical lift with 2 nursing assistants. The sling which was being used broke. The stitching raveled and the strap came unhooked. The resident fell to the floor and suffered a skin tear to arm and fractured lt hip.